Event description:
It was reported that a metal ceiling cover reducer ring of an equipment boom allegedly detached and fell to the floor. The cover did not impact anyone. There was no reported patient involvement and no adverse consequence reported.

Manufacturer narrative:
It could not be determined how the cover fell. It is possible that the ceiling cover was impacted by another device which caused damage to the cover resulting in the covers loosening. The user facility re-installed the reducer ring and confirmed that it is secure and reported that there are no further issues with any covers.